Event description:
Customer stated, "won't shut off". The product has not been returned for investigation. The customer did not claim any injury. The customer was issued a return service label. The customer was then contacted twice on 01/07/2019 and 01/10/2019 to remind to return the product for investigation. As of 01/17/2019, the product has not been returned. Without the product, bce cannot make any further determinations.